Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product failed to ligate the bile duct on the second and seventh firing. Clips had to be removed with grasper and a new clip applied for the second and seventh firing on the duct because the two clips failed to completely close and were not tight across the bile duct therefor no ligation. After the clips were removed using the same device new clips were applied without issue. The bile duct was ligated after removing and replacing the malformed. The same device was then used across vessels without issue. The clips applied fully ligated the vessels. Surgeon is concerned with the inconsistent formation of the clips within the same device. All clips were inspected across the bile duct and vessels to ensure proper formation and ligation of the duct or vessels. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2023 d4: batch # a9cd4y. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the tyvek was returned along with the instrument. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 1 clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.